Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
I was reported that during an unknown procedure the tip broke off and the device was not working while using the thunderbeat device. There was no report of patient harm associated with this event.